Manufacturer narrative:
(B)(4). The complaint opt314 junior cannula was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on our knowledge of the product. A lot check was not able to be performed as the hospital did not provide a lot number. Conclusion: we are unable to determine the cause of the reported issue as the complaint cannula was not returned to us. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Our user instructions that accompany the optiflow junior nasal cannula contain the following instruction with regard to placing of the wigglepads: ensure skin is dry/prepared. Additionally the optiflow junior nasal cannula fitting guide contains the following statement: ensure infant's skin is clean and dry. Follow your hospital's protocol for skin preparation. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads.

Event description:
A hospital in (B)(6) reported that the loop pad on the opt314 junior interface wigglepads had separated gradually from the cannula wing after two days of use. The hospital reported they had the same issue a few times. No patient consequence was reported.